Event description:
I-flow on-q pain pump, part #5001788, lot #112951 was clamped off but still leaked the medication inside the pump. This occurred before patient contact, after filling the pump in pharmacy.